Event description:
The facility representative reported an infusion pump with an unknown failure during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the failure was confirmed to be fail code 16:310 in the event history during product evaluation. This fail code due to a faulty user interface module. The user interface module was replaced.